Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Visual inspection showed an 11.1 mm long crack running longitudinally the entire length of the female luer. Functional testing confirmed a leak at the crack. The cause of the leak was the female luer crack. The origin of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a t-connector which was connected to a non-carefusion infusion tubing set was noted to be leaking both blood and saline from the cracked female connector site of the t-connector extension set. After replacement, it was noted to be cracked longitudinally the whole length of the female connector. There was no report of patient harm.